Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042864) in united states on 29-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. She had the essure coil inserted and had a terrible allergic reaction. All the muscles in her body stiffened and she could hardly walk, especially after sitting still for a while (example after driving or working at my desk); she complained to her doctors and they all insisted this was not the cause of her trouble. Fibromyalgia was diagnosed because they could not figure out the cause of pain. She switched doctors (clinics) and the new doctor sent her to a gynecologist and she did a hysterectomy on (B)(6) 2014. She stated the pain was gone. She reported that a test was never done to see if she had an allergic reaction to nickel or what the device was made from. It was the worst 2 years ever. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction and pain. Consumer underwent a hysterectomy. Both event are serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to required surgical intervention. Additionally, other events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 22-sep-2015 from consumer: she was (B)(6)old, increased body mass index, history of pregnancy, dilatation and curettage in (B)(6) 2004 and thyroid removal in (B)(6) 2014. Her mother died of ovarian cancer and she was on birth control pills for ten years. She wanted to have a tubal ligation performed, but her doctor recommended essure. On (B)(6) 2012 she had essure inserted. It was extremely painful. Doctor got only one coil inserted. Weeks later she had the dye test done and found out that insertion was not successful. The coil was inserted into the uterus, not the fallopian tube. After that she had a tubal ligation performed, but essure was not removed from uterus. In (B)(6) 2012 consumer started to experience yeast infections and vaginal discharge. This continued until around (B)(6) 2013, she was on and off antibiotics. She had multiple blood tests performed and all came back normal. She tried juicing diets and colon cleanses for relief and it did help to clear her system of the coil allergens. The antibiotics also helped with the swelling and pain she was experiencing from the allergic reaction. Around (B)(6) 2013 she started to have extreme pain all over her body. Her greatest concern was muscle weakness. When she was at her worst stage of pain she would have heart palpitations. The pain was really bad and she had to go to the emergency room on one occasion. She had to visit her doctor on several occasions due to the infections, pain and heart palpitations. On (B)(6) 2014 she went to a rheumatologist and was diagnosed with fibromyalgia. On (B)(6) 2014 she had a laparoscopic supracervical hysterectomy performed. Within 3 days of having the hysterectomy she was basically pain free. The muscle pain, body pain and severe weakness had noticeably improved. She recovered from the procedure and was fine after essure removal. Consumer absolutely believed that essure caused her the problems. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction, pain all over body, could not walk (interpreted as gait disturbance). Weeks after insertion, she had a hysterosalpingogram that showed that the coil was inserted into the uterus (interpreted as device embedded/partial perforation), not the fallopian tube. Consumer underwent a hysterectomy and essure removal. After the procedure she improved from body pain. These events are serious due to their medical importance. All events, but gait disturbance are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. Considering the nature of these events and a compatible temporal relationship, the causal relationship of body pain, allergic reaction and device embedded with essure cannot be excluded. However, considering the localized action of essure in the fallopian tubes it is unlikely that it would cause gait disturbance. This case was regarded as incident since a device removal was required. Additionally, other events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information (general questionnaire) received on 24-nov-2015 from consumer: she reported the following conditions: from (B)(6) 2013, she had mosquito bite or spider bite would not heal on chest (tiny scab), raw nostril openings, and fatigue and neck injury. She had discharge and bacterial vaginosis in (B)(6) 2013 that continued in (B)(6) 2013. On (B)(6) 2013, she had stomach issues seriously, and spotting (menstruation). In (B)(6) 2013, she had vision changing, was forced to eat every 2 hours of terribly nauseous, and went to bathroom 4 times at night, decreased strength in legs, dizzy, hot flashes, hang over effect from sugar and/or liquor discharge and pimple on cheek would not heal. In (B)(6) 2013, her discharge had bad odor. On (B)(6) 2013, her blood pressure was 141/95 and her pulse was 70; she went to the ER and discovered that the racing heart was an adverse reaction from flagl (metronidazole tablets) that she took earlier that month. In (B)(6) 2013, she noticed a neck thickness at collar bone. From (B)(6) 2014 she had heavy menstruation. On (B)(6) 2014 she had plantar fasciitis; one night she was up every 30 minutes taking a drink of water because she was so parched. The back of her throat was sticking together; she had a glass of water every 30 minutes. She reported her hands and feet were freezing cold and aching but and her torso was hot but not fevering. In (B)(6) 2014, she had a thyroidectomy (started taking synthroid 125 mg) and also had a joint pain in wrists and ankle, feeling of thickness in feet and hands but were not swollen and muscle weakness in legs. In (B)(6) 2014, after taking naproxen for inflammation and pain, she woke up without pain but her wrist joint started up a little but was not so bad. She reported her physician believed that the pain originates from the thyroid all the way back from 2013 ago when the muscle pain started, he believed that the regulation of the thyroid meds takes time but it was complicating because her hormones were goofy because of menopause. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction, pain all over body, could not walk (interpreted as gait disturbance). Weeks after insertion, she had a hysterosalpingogram that showed that the coil was inserted into the uterus (interpreted as device embedded/partial perforation), not the fallopian tube. Consumer underwent a hysterectomy and essure removal. After the procedure she improved from body pain. These events are serious due to their medical importance. All events, but gait disturbance are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. Considering the nature of these events and a compatible temporal relationship, the causal relationship of body pain, allergic reaction and device embedded with essure cannot be excluded. However, considering the localized action of essure in the fallopian tubes it is unlikely that it would cause gait disturbance. This case was regarded as incident since a device removal was required. Additionally, another serious event (blood pressure reading 141/95 pulse 70 - unlisted and unrelated) and other events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.